Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Date returned to manufacturer. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure for a tibial shaft fracture (left), the tip of the drill bit broke while surgeon was drilling for a locking screw at the distal end. Surgeon attempted to remove the broken fragment but was not successful. The broken tip remains embedded in patient¿s bone. Surgeon used a different drill bit to complete the procedure with a delay of approximately 5 minutes. No adverse consequence to the patient was reported. This report is for one (1) 4.2mm three-fluted drill bit this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record (DHR) review was performed for part: 03.010.104, lot: 9538340, manufacturing site: (B)(4), release to warehouse date: (B)(6) 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The evaluation has shown that the tip of the received drill bit is broken off as complained. The device is in a used condition, there are clearly visible wear marks all over the cutting edges are partially blunt. The relevant dimensions cannot be verified anymore due to the damage. Therefore the manufacturing documents were reviewed and no complaint related issues were found. There was no deviation regarding to the specification, the correct material was used (440a stainless steel) and the hardness was between 52.6 and 52.8 hrc, which is within the specification of 53 +3/0 hrc of drawing se_066379_g. This lot was manufactured in june 2015 and we are not aware of any other complaint for this article- and lot number combination. These findings speak against a product related issue. Based on the provided information and without the broken fragment we are not able to determine the exact cause of this occurrence. We can only assume that a mechanical overload during use, e.g. By a metallic contact or too much lateral stress, caused the breakage of this drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.